Manufacturer narrative:
Film evaluation results are: the exact cause of the proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information, films during implant, earlier post implant films, and films during the secondary intervention were not provided. The films provided showed that the contrast was seen along the posterior side of the stent graft, at the proximal sac. The source of the contrast was from a possible proximal type I endoleak. The infrarenal aortic neck was heavily calcified, primarily along the posterior wall. The bifurcate main body was also highly angulated near the flow divider. It is possible that the heavy calcification in addition to the high angulation near the flow divider may have contributed. Films during the secondary intervention that showed the residual proximal type I endoleak after implant of the endurant cuff were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately two years and eleven months post index procedure the endurant ii stent graft was identified to have a proximal type I endoleak. The patient received treatment. The physicians implanted a 32 mm diameter endurant aortic cuff. However after the implantation of the endurant cuff, an intraoperative angiogram revealed that there was still a proximal type I endoleak on the posterior wall. The physician implanted 14 aptus endoanchors and the type ia endoleak was resolved. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.